Event description:
It was reported that the patient with this right ventricular (rv) lead experienced syncope, pain below the apex of the heart and pain that radiated from the diaphragm into pelvis. In addition, noise on the rv channel and loss of capture (loc) were observed in the stored episodes. Chest x-ray confirmed a perforation near the diaphragm. No effusion was required. Subsequently, the patient underwent a revision surgery in which the lead was explanted and replaced. However, when the new lead was reconnected to the pacemaker there was noise and high out of range impedances, greater than 3000 ohms. It was determined that the rv port was faulty, so the pacemaker was also explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.